Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 6 on the homechoice machine(hc). The caregiver(cg) stated the supply bag became disconnected. The technical service representative(tsr) advised the home patient(hp) to cycle power to end therapy. The tsr advised the cg to start over with new supplies or use manuals to finish therapy. The tsr advised the cg to let the nurse know of the possible exposure to unsterile air. The cg was contacted on (B)(6) 2012. The cg stated this was an isolated event. The cg stated the hp did not develop any adverse reactions or need any medical intervention. The cg stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.